Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home. The customer was in the nursing home due to kidney problems and sepsis. The cause of death was kidney problems and sepsis. The caller stated that the customer had kidney problems that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's blood glucose levels were high when they went into the nursing home, and the nursing home was working to get the blood glucose levels back in control, but they didn't know much about the pump. The caller declined to return the insulin pump for analysis as its location was unknown.